Event description:
It was reported that the battery of this implantable pacemaker dropped from 10.5 years to 6.5 years in a span of 4 months. Boston scientific technical services (ts) discussed that it was likely related to atrial fibrillation (af) burden and explained higher power consumption related to atrial beats and increased right ventricular (rv) pacing. Additionally, the battery remaining assumes the current status will continue to elective replacement indicator (eri). This device remains in service. No adverse patient effects were reported.